Event description:
Hcp reported that the patient had "advised us by phone that she had fallen down". The patient was last seen by the hcp on (B)(6) 2012. Per hcp, "this is all we know". It was clarified that the pump was delivering methadone. Per another reporter it was 'reported on (B)(6) 2012, patient was only on and currently on methadone at the time'. Prialt therapy was discontinued on (B)(6) 2011. Prialt- date of first dose, (B)(6) 2011; date of last dose (B)(6) 2011.

Event description:
The patient reported she has had problems with the pump and therapeutic effect. The patient experienced an overdose. Patient stated she experienced "major overdose" on (B)(6) 2012 that involved her falling on her face. Caller stated that she was seen on (B)(6) 2012 for a "raging kidney infection" and high glucose. Caller reported being sick to her stomach and a dry, sticky mouth. Patient experienced leg swelling that has been present for some time, nerve pain and diabetic neuropathy. Caller stated that she went from (B)(6) lb to (B)(6) lb. Due to swelling. Patient stated she went through 2 months of withdrawal. Caller reported she was undergoing wound care. Caller reported an allergy to many antibiotics. The patient was seeking a physician to manage her care as she will be traveling and unable to make it back to her home state for her refill on (B)(6) 2012. The pump was delivering methadone. Previously the pump delivered fentanyl, bupivacaine, prialt, dilaudid, ketamine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. Accessory model# 8590-1, lot# n167970, implanted: 2008 (B)(6), explanted: unk. (B)(4).